Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fvp2, implanted: (B)(6) 2014, product type; lead. (B)(4).

Event description:
The consumer reported the patient programmer was not working, the batteries were replaced and it was working but she could not increase. It was explained to the patient that her stimulation was off. The patient was not aware it was off and did not know how and when it turned off as she did not use the patient programmer very often and she did not have it when she was hospitalized. The patient was able to turn stim back on. Her typical experience was that she sometimes felt stim and sometimes she did not. She was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, the event will be updated.